Manufacturer narrative:
The investigation of access site bleeding ¿ major has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B3 date of event reported incorrectly on manufacturer device report 1220648-2024-24057. D6a and d6b revised from manufacturer device report 1220648-2024-24057 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-24057 in accordance with updated procedures.

Manufacturer narrative:
B2: the date of patient death is unknown. The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella 5.5 support. While on support, mild oozing was noted at the right axillary impella insertion site. Blood transfusion was required. Oozing was noted to be improved days later. Care was later withdrawn and the patient expired.